Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that poor recovery of the water storage valve. The product was not damaged. No patient injury was reported.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, leak, reflux, siphon and preimplantation testing. The valve did not meet the requirements for pressure-flow testing. No anomalies were identified during a review of the device history record. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.